Event description:
On 27 may 2025, senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
User reported an event where the cgm showed results that are different from glucometer measurements. The case was escalated to the next level of support for additional review. Based on additional monitoring, the system stabilized after the sensor re-link and bg values fit sg trends well, with occasional differences due to lag.the user was advised to continue using the system, calibrating as requested. No further investigation was required for this complaint.